Manufacturer narrative:
Date of event: only the year, 2020, is known. Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 04.004.243s. Lot number: l809568. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: march 9, 2018. Expiry date: march 1, 2028. A manufacturing record evaluation of the sterilization documents was performed for the finished device lot number, and no non-conformances were identified. The DHR review has shown that the device was initially manufactured unsterile in (B)(4): part number: 04.004.243. Lot number: l795728. Manufacturing site: (B)(4). Release to warehouse date: february 23, 2018. A manufacturing record evaluation was performed for the unsterile device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the patient had a post-op infection. The date of the implant procedure was (B)(6) 2020. Approximately, two (2) months post-op the patient was noted to have an intramedullary infection. It was unknown when an explant procedure would be performed. The patient was in stable condition and admitted to the hospital. Concomitant devices reported: screws: locking (part number unknown, lot unknown, quantity 1), end caps (part number unknown, lot unknown, quantity 1). This report involves one (1) 8mm ti cannulated tibial nail-ex/315mm-sterile. This is report 1 of 3 for (B)(4).